Manufacturer narrative:
It was reported by the customer contact that the device caused a "wrong patient call in the field. The patient's levels were good according to the g3 meter, so the paramedic called in a stroke. Upon arrival at the hospital, it was found that the patient's levels were actually in the 40s". No additional information is available at this time. A sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Reported incorrect readings.